Event description:
It was reported that shaft break occurred. The 70%-80% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. Pre-dilation was performed with a non-compliant balloon. A 38 x 3.50 promus premier drug-eluting stent was advanced for treatment and the catheter had not fully entered the patient's body. Following placement, the shaft broke into two pieces. The stent was completely withdrawn together with the catheter and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.